Event description:
It was reported that the patient presented for prior to generator change. Upon device interrogation it was noted that the right atrial lead exhibited high pacing impedance and failure to capture and sense. The right ventricular lead was observed to have over-sensed noise. Both leads were capped and replaced on (B)(6) 2024. The patient was stable.